Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove essure,total hysterectomy, uterus and cervix removed) and surgery (ablation on (B)(6) 2013). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the need for additional surgery. Date discrepancies - start date of essure was changed from (B)(6) 2003 to (B)(6) 2007. Stop date of essure was updated from (B)(6) 2013 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Approximate weight at time of essure placement: 130 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient¿s detail, lab data and unstructured relevant tests were added. Start date of essure was changed from (B)(6) 2003 to (B)(6) 2007. Stop date of essure was updated from (B)(6) 2013 to (B)(6) 2013. Essure indication was added. Abnormal bleeding (vaginal, menorrhagia), weight gain/ loss (specify which one) weight gain and abdominal pain were added as events. She recovered from pain and abnormal bleeding. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), genital haemorrhage ("abnormal bleeding") and uterine perforation ("abnormal uterine bleeding here today f/u after hysteroscopy complicated by perforation/uterine perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included skin wound and uterine bleeding. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2007, the patient experienced weight increased ("weight gain/ loss (specify which one)weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with iron, surgery (she had surgery to remove essure,total hysterectomy, uterus and cervix removed), surgery (ablation on (B)(6) 2013) and surgery (total laparoscopic hysterectomy, possible bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage, weight increased and uterine perforation outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the need for additional surgery. Date discrepancies - start date of essure was changed from (B)(6) 2003 to (B)(6) 2007. Stop date of essure was updated from (B)(6) 2013 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: total bilateral occlusion. Approximate weight at time of essure placement: 130 lbs. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received:event uterine perforation and reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove essure). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.